Event description:
The customer reported that the pt expired after they became disconnected from the 840 ventilator. There were two physicians and an rn present at the time of the disconnect. The unit did alarm appropriately and it was established that the vent did display the warning. Pt disconnect. There was no allegation that the device malfunctioned. The device was evaluated and no problems were found.